Event description:
Dr. Reported that an abutment broke in function. Patient is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject products could not be completed since the lot number was unavailable from the dr.'s office.